Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Email address unknown / not provided. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported the implant did not achieve primary stability during placement. Doctor tried with three implants with no success. No other implant was placed in the same surgery.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Upon investigation the implant placement date for lot number was inconsistent with manufacturing date. Follow up with the customer by phone and the lot number is incorrect but he is unable to provide the correct one. Therefore lot number has been changed to unknown. The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: lot number and unique identifier (UDI) number changed to unknown. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H4: device manufacturer date changed to unknown. H10: additional narrative.